Event description:
On (B)(6) 2014 patient was in the process of taking a shower when the back legs of the shower chair bent causing the shower chair to collapse and the patient to fall. There was no patient injury identified following the incident.